Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 10/08/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings: a review of the pump black box data showed multiple cs 052 call service alarms had recorded. During testing, the pump powered on with a cs 052 call service alarm that would not clear. Further testing was not able to be performed due to the recurring alarm. The pump case was removed and no moisture corrosion was found inside the pump, however, investigation revealed an intermittent condition within the printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 052 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.